Event description:
Despite trials done, the insert could not sit properly in the tibial tray. Surgeon had to open and use a 8mm insert instead. As it fractured the tibia a little.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device found damage consistent with unsuccessful attempts to seat the tibial insert into the tibial tray. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database did not find any additional reports against the product lot code. The investigation could not draw any conclusions about the root cause of the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.